Event description:
It was reported that the patient experienced an atrial lead perforation and tamponade with electromechanical dissociation. The patient required emergency cardiac surgery, and a hole was noted in the lateral wall of the atrium. The patient was transported to the intensive care unit and did recover. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).